Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, dyspareunia, emotional distress, recurrence of stress incontinence, and leakage. No further information has been provided.